Event description:
It was reported that the patient received a vibratory alert due to potential long charge time. After performing a manual capacitor maintenance, the charge time was normal. There were no adverse consequences to the patient.